Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The device failed a functional test of the force sensing resistors (fsrs). The cause of the f-38 alarm was determined to be damaged fsrs. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.